Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 58 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, a placement signal not reliable alarm was reported, indicating the pump was in the aorta despite imaging confirmation that the device remained appropriately positioned within the left ventricle. Pump metrics became unreliable. Imaging was utilized to assess pump position and confirmed appropriate placement. Due to the persistent unreliable pump metrics, the patient was brought to the cardiac catheterization laboratory, and the impella cp device was removed and replaced with a second impella cp device. While on support, the impella cp device was operating at performance level 8 with expected flows of 3.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient survived the device removal and reimplantation procedure with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.